Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, a possible root cause is cross contamination.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 that generated a positive result. Confirmation testing was not performed. The customer stated the issue is resolved. No additional patient information, including treatment and outcome, was provided.